Manufacturer narrative:
This information is based entirely on journal literature. This event occured outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pacemaker lead infection and related bacteraemia caused by normal and small colony variant phenotypes of bacillus licheniformis.

Event description:
A journal article was reviewed that contained information regarding this implantable pulse generator (ipg). The patient had two surgical revisions due to "local haematomas." The ipg remains in use. The patient was discharged and at two follow-up visits, the patient showed "clinical recovery and a good exercise capacity." No patient complications have been reported as a result of this event.